Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that the force bipolar with dual grip instrument was inspected and a "broken/snapped neck" was identified. No further information was provided. Isi followed up with the initial reporter. The customer confirmed no additional details related to the reported event.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have one/two bent grip/grips, causing misalignment of the grips. The grips do not show cracking damage. The instrument was placed and driven an in-house system. Upon removing the instrument from the arm, it got caught onto the cannula and had to be rearranged for removal. The instrument was compared to an in-house golden instrument and found to bent. Components adjacent to this bent grip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.